Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred during the loading sequence. Reportedly, customer reloaded the existing cartridge to resolve the issue. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose level was 132 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.